Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the device did not fire while disconnecting pulmonary vein. They replaced the reload and continue the operation. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.